Manufacturer narrative:
(B)(4). Patient codes: 3189 ¿ surgical intervention. Additional information was requested and the following was obtained: the broken needle piece that was reported to be retained in the patient was later removed, hence, we are able to send both of the needle pieces.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device w9431, pabdwdc0 number, and no non-conformances were identified. Investigation summary: only pictures were returned for analysis. Upon visual inspection of the pictures, a broken needle could be observed. However, no conclusion could be reached. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Investigation summary: suture needle was returned for evaluation. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. A cup-and-cone shaped fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure what instruments were used to grasp the needle? Where was the needle grasped during use? In what tissue is the needle retained? Are there plans to remove the needle? Other relevant patient history/concomitant medications will the device involved in the event be returned for evaluation? What is the patient¿s current status? Two pieces of a broken needle were returned for evaluation. Please clarify: is a needle fragment retained in the patient tissue? If a needle fragment is retained in the patient tissue, please clarify if the device returned for evaluation is another needle that broke during the procedure? If the needle fragment was removed from the patient tissue, please provide the date the fragment was removed.

Event description:
It was reported that the patient underwent emergency repeat cesarean section on (B)(6) 2019 and suture was used. The patient was admitted for a repeat ltcs because patient went into labor and there was non-reassuring fetal heart rate pattern. After the baby was delivered and while surgeon was suturing the uterus, the surgeon noticed that the needle broke which is approx. 2 cm., in the bleeding uterine angle while doing the figure eight of an atonic uterus. The needle appeared to have been broken half towards to the tip during the third layer uterine closure. They tried to explore for it but the needle could not be found. Since the patient was having uterine atony, the surgeon decided to close uterus and proceeded with bilateral tubal ligation. After closure, the patient was endorsed to recovery room. Then plain abdominal xray was done enroute to room. The result confirmed that the patient has a foreign body embedded in the right pelvic area and that the distal part of the needle has been embedded in the uterine tissue. The patient was then transferred back to room for close monitoring, as ordered by surgeon. The surgeon did not re-operate to retrieve the broken part of the needle. Additional information has been requested.